Event description:
Incident occurred on (B)(6) 2020 at 0150. Per patient chart and rl datix, patient is losing tidal volume ¿ volume range between 140-200 ml, rt introduce about 14ml of air in the pilot balloon and still unable to inflate the cuff. Emergency re- intubation was performed. Equipment saved for review and sent back to manufacturer for review. FDA safety report ID# (B)(4).